Event description:
It was reported that high, out of range, high voltage lead impedance was observed. Repositioning the lead resulted in the same outcome. When commanded shock was performed the impedance was within normal range. Inappropriately shocks were then delivered. The lead was explanted and replaced. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.